Event description:
Not sure exact date of implantation but it's an estimate. Was told the device is made of copper and had a witness present when this happened. I am allergic to nickel. I've experienced heart palpitations immediate after implantation. Heavy bleeding for about six months. Persistent pain. Abdominal swelling. But worst of all constant itching that never goes away. Tingling sensation through my entire body that feels like bugs are crawling all over me. An allergy test should have been done prior. I should have been informed of the metals it's composed of. I was lied to all for this obgyn to profit off my suffering.